Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-feb-20 (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient got the device put in yesterday and since then they hadn't been able to get more than a squirt out of urine out of their bladder. The patient said they were thinking about getting a catheter. The patient did not feel stimulation, and the patient said they wanted assistance increasing stimulation. The agent walked the patient through how to connect with their implant and increase stimulation. The patient was able to successfully increase stimulation to a comfortable level felt in the bicycle seat area. The patient would maintain stimulation level and would continue to track symptoms. They would be redirected to their doctor if issue persisted.

Event description:
On (B)(6) 2026 additional information was received from the patient. The patient stated that they did experience retention prior to the device and it had not worsened as a result of the device/therapy. Catheterization was not the patient's standard of care. The patient did not know what steps would be taken to resolve the issue and it was unknown if the issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.